Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair is being escalated to product event due to reason for the return. Upon followup it was reported that there was no patient or staff impact.

Manufacturer narrative:
H3: product ID: em850, serial/lot #: sn (B)(6) evaluation couldn't be able to perform due to bent connector pin. However, it was noted that the motor does not connect properly and also a piece of bur broken off inside the collet product ID: mr8-f1/7ta15, serial/lot #: no conclusion can be drawn. Device evaluation anticipated, but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e m850, serial/lot #: sn(B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis:evaluation determined that the tool was broken. The likely cause of the failure could not be determined. Details of correction: 1. H11 product analysis information for mr8-f1/7ta15 changed 2. G3 PMA/510(k)# changed 3. H3 device evaluated changed to "yes" 4. H6 coding fdm fdr and fdc codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.